Manufacturer narrative:
A fracture of the sensing conductors was found at the trifurcation boot region. This fracture is consistent with the observation from the field of noise, capture and impedance anomalies. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal device check. The right ventricular lead exhibited noise, variable pacing impedance and loss of capture. The noise could not be reproduced with patient¿s physical movements. The lead was explanted and replaced. The patient was stable before and after the procedure.